Event description:
It was reported via the implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 days due to unknown reason. The explanted valve was replaced with a 21mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry and investigation that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 7 days due to moderate to severe perivalvular leak. The explanted valve was replaced with a 21mm 3300tfx valve. Patient was transferred to the cardiovascular ICU and hemodynamic stable but critical condition. Post-op cardiogenic shock requiring mcs. Per medical records, the patient is s/p ave, mvr and CABG x1 7 days ago. During previous procedure, it was noted that significant amount of calcification was seen at the base of the aortic valve annulus and extending into the aorta mitral curtain and there was significant circumferential mac involving the mitral valve as well. Additionally, core knot device was used to tie the valve sutures down back then. Patient did require cardiopulmonary support using va ECMO for few days plus intra-aortic balloon pump placement which have been removed before this reintervention. The patient was brought back to the or for redo avr. Intraoperatively, the valve appeared to be competent, however, all sutures appeared to be loosened at the base of the left coronary cusp annulus. The 23mm 3300tfx aortic valve was removed and a 21mm 3300tfx valve was implanted in replacement. Post operatively, the patient was transferred to the cardiovascular ICU and hemodynamic stable but critical condition and on ECMO support.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation.